Event description:
Customer reported that on the pediatric unit, lipids were infusing to a pt. The nurse flicked the tubing to remove some air bubbles and the tubing disconnected from the check valve. There was no pt harm and medical intervention was not required. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.